Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was explanted due to noise on the right atrial channel. The device will be returned. No additional adverse patient effects were reported. A review of this case by boston scientific technical services (ts) noted this seems to be external emi however ts needed more information to conclude the analysis as there are too many variables.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted lead abrasion marks on the case. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. [Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.